Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the power button not working could not be identified. However, it¿s likely the cause is related to a defective led harness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was found jammed in the ¿on¿ position. Additionally, the video connector latch was found worn-out and causing a poor connection with the pigtails. The software as well as the leds on the unit were both outdated and should be replaced with current versions. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button on his olympus video system center was stuck in the ¿on¿ position. There was no patient harm reported from this event.